Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had a communication error. The issue occurred during unspecified procedure. The procedure was completed with the same device. There was no delay reported. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus was able to confirm the reported event. Though we consider possibility of electrical continuity failure due to water invasion of the device, breakage of circuit boards, etc. From the following investigation results, could not specify cause of the event. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.